Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, 6f exoseal vascular closure device (vcd) was used. However, and the indicator window did not change color. During retraction, the indicator window did not change color as expected and remained unchanged, after which the device was withdrawn from the body. The exoseal vcd remained securely locked with the vascular sheath introducer. Hemostasis was achieved with manual compression. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used. Femoral artery suitability, including the 30¿45 degree insertion angle, was verified via angiography. A 6f non-cordis sheath introducer was used. The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50% at or near the puncture site. No resistance or friction was encountered while advancing the exoseal vcd through the sheath. Whether excess force was applied during insertion is unknown. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The sheath introducer was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The device will be returned for evaluation.